Event description:
Customer reported that the pump screen was dark and would not turn on. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer attempted troubleshooting steps suggested by technical support, but the screen remained nonfunctional. Consequently, technical support decided to replace the pump.